Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this implanted device passed away after experiencing anoxic encephalopathy that was related to the implant procedure. It was reported that following two separate unsuccessful defibrillation threshold testing (dft) attempts, the patient was successfully externally converted each time to a sinus rhythm. While the locations of the patient's leads were checked the patient experienced a cardiac arrest, exhibiting decreased oxygen saturation, with a faint pulse and barely palpable blood pressure. The patient was intubated and successfully resuscitated. The right ventricular (rv) lead subsequently was repositioned from the apex to the septum, and the ra lead, which had fallen from its target location, also was successfully repositioned. The resulting lead measurements were normal. No additional dft testing was conducted, and the patient was admitted to an intensive care unit. Three days later, the patient's spouse elected to designate do not resuscitate (dnr) status and the patient was extubated and later expired.